Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx800 patient monitor only generated a yellow "low spo2" alarm and not a red desat alarm on (B)(6) 2022 at 21:01 for the neonatal patient in bed (B)(6) when the spo2 values dropped to 75 for more than 20 seconds. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the intellivue mx800 patient monitor only generated a yellow "low spo2" alarm and not a red desat alarm on 04-april-2022 at 21:01 for the neonatal patient in bed 901_4 when the spo2 values dropped to 75 for more than 20 seconds. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.